Event description:
Information received that the bed hi/low at head of bed drifts down slightly. No injury reported.

Manufacturer narrative:
Technician found the bed hi/low at head of bed drifts down. Replaced the hi/lo head cylinder to resolve this issue.